Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image failure. A root cause could not be identified. Based on the investigation results, no definitive cause could be established for the reported poor image quality or the observed image failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a poor image quality during maintenance. There were no reports of patient involvement.